Manufacturer narrative:
The device has not been received for analysis as of the date of this report. If any additional relevant info is received, a supplemental MDR will be submitted.

Event description:
It was reported that during an unspecified procedure, the physician injected the sideport and the contrast came out of the hemostatic valve and sprayed him in the face. It did not spray in his eyes, so he just wiped it off and completed the case with this device. It was reported that there were no injuries or complications for the physician or pt.